Event description:
Boston scientific received information that the patient with this pacemaker experienced a fall and syncopal episode. Upon evaluation, the field representative was not able to obtain a p-wave measurement despite seeing the wave deflection on the atrial egm. It was determined that the patient's atrial rate was less than 30 bpm, therefore, the device would not measure a p-wave value. Multiple atrial fibrillation detections were also stored by the device. The evaluation was normal and no issues were identified, no device allegations were made, and no programming changes were done. However, the cause of the patient's syncope remained unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.